Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the communication/recharging issues of the ins was not determined and the issue has not been resolved. As the reset of the ins (done on october 17th) has not had any effect and has not solved the problem. The health care provider (hcp) will certainly replace the ins but there was no date set for now. Regarding high impedances on electrode 2, this was previously known by the physician. The patient returned to see the nurses about a month ago because his stimulation was no longer effective. At that moment, they realized that the electrode 2 was "broken." They had to readjust the programming. The cause of the high impedances was not determined but the patient benefits from good therapy since the reprogramming. Since the connection problems were also about a month ago, they wonder if the two events are related or not.

Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed failed telemetry between ins and recharger is due to separation of the niobium unipolar feedthru pin to the antenna under the header cover. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that for about a month, the patient has been experiencing difficulties communicating with and charging their implanted neurostimulator (ins), unless the patient programmer was placed directly on or in the immediate vicinity of the ins. This problem also manifests itself with the clinician's tablet (communication is only possible when the communicator is held directly on the ins). The message "neurostimulator not detected" will then appear on the screen. Until now, the patient had never encountered communication problems (ins implanted in 2020). The controller and recharger have already been replaced, but the problem persists. Attempted to reset the ins telemetry (with the europe technical service via phone) via the disabled device option in tech mode. This attempt did not solve the problem, and remote communication remains problematic. The ins may be replaced if it becomes too problematic for the patient (as this situation really complicates charging for the patient). For information, otherwise, the patient benefits from good therapy. Per the session report provided, there are high impedances of > 40000 on electrode 2. The issue has not resolved. Technical services (ts) shared a folder containing the data received from the present case, where no tel-m could be established with the ins. No communication could be established with the ins, unless the communicator was placed on the battery. Disabling and re-enabling the battery doesn't work. At the moment, not sure whether the ins can be recharged.

Event description:
Additional information was received. It was confirmed that the ins was replaced on (B)(6) 2024, and it will be sent back for analysis (tracking info provided). Everything is okay with the new ins (no more connection problems with the controller).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.